Manufacturer narrative:
Additional information was provided in a.1.,a.3.a.,b.5.,b.6. And b.7. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received stating, as per surgeon the patient enquired about company lens previously at multiple clinics before getting operated and demanded to be operated with the company lens. After implantation he came only once for follow-up and as per surgeon his vision was 6/6 distance and n6 near. Surgeon also mentioned that patient was a pharma medical representative and was informed about the halos and glares before getting operated. The right eye was implanted with 20.50 diopter company lens.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, lost clear vision in dim light, seeing halos and glare, unable to drive at night. Vision gets blurry while watching the television. While watching the tv patient felt like the footnotes are coming close to eyes and are blurr. Also stated patient had a consultation with ophthalmologist, prescribed 0.5 number single vision lens which has helped patient 30%. Patient symptoms were continuing. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information was received stating after 2 weeks of follow up patient started experiencing glare and other symptoms.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.